Event description:
It was reported that there was increasing impedance, noise, oversensing, and a possible lead fracture. The device was turned off pending lead replacement. No patient complications have been reported as a result of this event. Further information was received indicating that there was an apparent insulation breach just distal to the tie down. The lead was explanted and replaced.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of that data revealed varying impedance from 448 to 728 ohms and noise. The lifetime ventricular sensing integrity counter is 1554 and all but 4 of these counts occurred since 2008. A high value of this count can indicate a possible intermittency in the system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary we did receive performance data collected from the device and have analyzed the data. Analysis of that data revealed varying impedance from 448 to 728 ohms and noise. The lifetime ventricular sensing integrity counter is 1554 and all but 4 of these counts occurred since late 2008. A high value of this count can indicate a possible intermittency in the system. Evaluation summary: outer insulation separation (clavicle rib crush); distal segment returned and analyzed. Other: it was reported that there was increasing impedance, noise, oversensing, and a possible lead fracture. The device was turned off pending lead replacement. No patient complications have been reported as a result of this event. Further information was received indicating that there was an apparent insulation breach just distal to the tie down. The lead was explanted and replaced. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure, insulation, device was out of specification in a manner that relates to event, impedance, high, insulation degradation interference; lead(s), fracture of, oversensing.